Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with glucose readings of 240 mg/dl on the device and 243 mg/dl by fingerstick, without observed dosing alerts, bent cannula, medication changes, or unannounced meals; the user changed the infusion site and resumed insulin delivery, after which glucose returned to range, and the device component implicated was not identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.